Manufacturer narrative:
H6- clinical code- 4581 shallow anterior chamber. Partially unreactive pupil investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, shallow anterior chamber, partially unreactive pupil. In a separate visit the lens was explanted and the problem was resolved. Cause reported as other.